Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event with dizziness, shaking, and nausea while using the ilet bionic pancreas. Symptoms included hyperglycemia, dizziness, nausea, and tremors. Outcomes included serious illness/impairment and the need for unexpected medical intervention with medication. Investigation included communication and interviews as well as analysis of information provided by the user or a third party. Investigation of this case revealed no findings and insufficient information, with no specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.